Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to endocarditis. Reportedly, the field representative was notified that the patient needed a system explant and temporary pacemaker implant due to infection. Moreover, there were no reason to correlate the cause of the infection with the device. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to capture updates on h6: device codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited endocarditis. Reportedly, the field representative was notified that the patient needed a system explant and temporary pacemaker implant due to infection. Moreover, there were no reason to correlate the cause of the infection with the device. A revision was performed and the crt-d along with the right ventricular (rv) lead, non-bsc right atrial (ra), and left ventricular (lv) leads were explanted. There were no adverse patient effects reported. Additional information from the field that this rv lead had un-retrievable fragments. The rv lead will not be returned.